Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal tienam (1 g daily) and intraperitoneal proxacin (200 milligram daily) for peritonitis. Three days after the event onset, the patient was not responding to treatment and the tienam and proxacin were discontinued. On the fourth day post event onset, the patient¿s pd catheter was removed (current mode of dialysis was not reported). Fifteen days after admission, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.